Manufacturer narrative:
This unit was returned for, "not accurate and system error". The customer complaint was unable to be duplicated and reproduced through visual inspection and testing. The unit was recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes.

Event description:
The customer reported a system error and that the unit is not accurate.